Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was intermittent t-wave oversensing (twos) observed on recorded at/af (atrial tachycardia/ atrial fibrillation) episodes a couple of months ago for the right ventricular (rv) lead. It was noted that there have been no episodes since then and that it is not affecting device function at this time. The rv lead remain in use. No patient complications have been reported as a result of this event.